Event description:
Literature was reviewed regarding a 77-year-old female patient implanted with a 33mm hancock ii mitral bioprosthetic valve. It was reported that post implant, the patient presented several complications including pneumonia, acute kidney injury, necessity for pleural drainage, acute decompensated right heart and respiratory failure. However, on postoperative day 19, the patient was discharged home in good clinical condition. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: andreas schaefer., et al.. Tricuspid valve replacement after dislocation of a transcatheter tricuspid heart valve. European journal of cardio-thoracic surgery 67(5), ezaf166 2025. 10.1093/ejcts/ezaf166. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.